Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No unexpected numbers ramping during testing. The insulin pump received with moisture damage on the motor, battery tube and vibrator assembly. Unable to verify battery out limit due to no button response.

Event description:
The customer called to report a battery out limit alarm, unresponsive buttons and a frozen screen. The customer stated that he had fallen into a river while his insulin pump was in his pocket. Troubleshooting was performed, but the issues were not resolved. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.